Manufacturer narrative:
The initial report was submitted with blank aware date.. The correct date is (B)(6) 2019.

Manufacturer narrative:
The initial report was submitted with incorrect information. Corrections have been made.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 46 mg/dl. Customer's current blood glucose was 340 mg/dl. Customer treated with low blood glucose with glucose and high blood glucose with insulin pump. Customer stated that she has been experiencing large swings between high and low blood glucose. Customer declined troubleshoot for blood glucose and customer was in auto mode. Insulin pump will not be returned for analysis. Unomed inf set,frn-mmt-332-rsvr,ozp-mmt-7020-snsr.